Manufacturer narrative:
X-ray views have been provided to abbott; however, the images were low quality so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an unrelated device exchange procedure, x-ray imaging was conducted which revealed lead conductor externalization on the right ventricular (rv) lead. The rv lead was deactivated and replaced. The patient was stable with no consequences.